Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 5943766 number, and no non-conformances were identified. Manufacturing date: oct/19/2009. Expiration date: oct/18/2013. A manufacturing record evaluation was performed for the finished device 6495829 number, and no non-conformances were identified. Manufacturing date: aug/04/2011. Expiration date: aug/31/2015. Reason for device explant and/or reoperation: capsular contracture, material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year old caucasian female patient underwent primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast prostheses and suffered breast capsular contracture (baker grade unknown) and possible breast implant rupture on an unspecified breast side. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022. Multiple follow-ups were performed but it was not clarified which breast has the capsular contracture, so both the left and right implant's information will be provided.